Manufacturer narrative:
The surgeon removed the patient's left magec rod, without incident. New dual magec rods will be placed in the near future. To date, the patient is doing fine. The device will not be returned. A DHR review for both of the magec rods confirmed that the devices met all the required quality inspections and were released within specifications. This is not an unusual event for growing rod patients. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11.).

Event description:
A surgeon alleged that after reviewing x-ray images during a patient's appointment, the patient's left magec rod appeared to have had broken. The patient was initially implanted with dual magec rods on (B)(6) 2014; however, it was reported that the patient developed an infection after implantation and the right rod was allegedly removed.